Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 12.2 mmol/l at the time of the incident. The customer stated that the insulin pump fell off the washing machine down to the bathroom tile floor. The customer stated that the screen flashed and alarmed. The insulin pump did not react to battery change or button press. The product was returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white /blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Analysis was unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with missing display window cover, scratched display window and case.